Event description:
It was reported that insulin pump has a loose drive support cap. The customer's blood glucose reading is 565 mg/dl. Customer has treated with injection. Advised that insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk.